Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with a primary cell implantable neurostimulator (ins), and it was reported that the patient saw an elective replacement indicator (eri) message on their patient programmer. The patient bypassed the message, and re synced, but saw an end of service (eos) message. The device was stated to be off and is not providing therapy. The patient was referred to their healthcare provider (hcp) to schedule replacement surgery. There was no allegation against or dissatisfaction with the ins longevity. The patient reported a loss of therapeutic effect. The ins was implanted for sciatica, and the patient was not sure if it was working or turned off, because the patient is having trouble with their legs "drawing" and they don't feel right. Patient was implanted for spinal pain and degenerative disc disease.